Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed and revealed no signs of physical abnormality. Functional testing was performed and found within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber piece of a cysto/bladder irrigation set did not fit properly. The reporter stated that this caused a loss of suction and led to the set disconnecting. The set was being used for irrigation during a surgery. There was no patient injury or medical intervention associated with this event. No additional information is available.